Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a procedure to implant a long term hemodialysis catheter, upon insertion of the device, the patient developed a cardiac tamponade and the procedure was stopped. The catheter was not implanted. The following day, november 12, the patient died. The head of nephrology from the hospital stated that per the pathology department perforation of the heart did not occur. No additional information available.